Event description:
The customer reported that the 840 ventilator was inoperable. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the real time clock. The unit passed extended self-testing.